Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: one open pouch with an unopened ampoule with leakage signs was received. Analysis and results- there is one previous complaint of this code batch. Review of the batch manufacturing records showed no deviations. There are no units in stock in the warehouse. Visual evaluation showed a crack at the base of the neck of the ampoule which corresponded to the injection point. Final conclusion - taking into account that the results of the sample received do not fulfill b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. A CAPA has been opened in order to determine the root cause of this defect and actions.

Event description:
It was reported that the product was found to be leaking. The issue was noted upon opening the package, and the histoacryl ampoule was unable to be used.